Event description:
It was reported that a user recently initiated ilet therapy and observed unexpectedly high insulin dosing recommendations when using differing meal announcements, including a ¿less than usual¿ meal that delivered 11 units and a subsequent ¿usual¿ meal that delivered 22 units, leading to concern about excessive insulin delivery during the learning phase and prompting education on consistent, accurate meal size announcements. Symptoms included hypoglycemia reaching 69 mg/dl. Outcomes included user education on meal announcement consistency, guidance to monitor glucose closely, reinforcement to avoid overtreatment, and referral for additional training. Investigation included troubleshooting and education regarding correct meal type selection and learning-phase behavior. Investigation of this case revealed that the device functioned as designed during the learning phase and that inconsistent meal size announcement selection likely contributed to higher-than-expected insulin dosing. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements during the learning phase was the primary cause.